Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he experiences blurry vision all the time. He reported the surgery was performed two years ago. At the customer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).